Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patients right atrial (ra) lead and right ventricular (rv) lead became dislodged. Both leads were ineffective in capturing the heart, and undersesning was also noted on the ra lead. An intervention was completed to reposition the rv lead, while the physician chose to cap and not replace the ra lead. No patient complications have been reported as a result of this event.